Event description:
Customer started deploying it and it went smooth at the beginning but, after 3 or 4 times pulling the trigger, it got stuck and didn¿t allow customer to deploy it anymore. So we had to remove and used another one stent instead. I have kept it here for in the unit for you to take. "As per complaint form": initial deployment went smoothly but with stent only partially deployed the trigger mechanism didn't allow deployment or capture. The device was removed with the stent and a new one used without incident. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1593404 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1593404 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1593404 ; upon review of complaints this failure mode has not occurred previously with this lot #c1593404. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer started deploying it and it went smooth at the beginning but, after 3 or 4 times pulling the trigger, it got stuck and didn¿t allow customer to deploy it anymore. So we had to remove and used another one stent instead. I have kept it here for in the unit for you to take "as per complaint form": initial deployment went smoothly but with stent only partially deployed the trigger mechanism didn't allow deployment or capture. The device was removed with the stent and a new one used without incident. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence